Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller tested 3.5 inr and 2.6 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.